Event description:
Oral brush head will not stay fixed to the base [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head would not stay fixed to the oral-b toothbrush base. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
14-jul-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral brush head will not stay fixed to the base [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head would not stay fixed to the oral-b toothbrush base. No injury was reported. 12-jun-2023 case update: the suspect product lot was t226. No injury was reported. 28-jun-2023 case update from information initially received on 12-jun-2023: the suspect product was oral-b power oral care refills 3d white eb18prb. No injury was reported.